Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 320mg/dl. The expected fasting blood glucose test result range is 130-150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 124 and 128mg/dl using true track meter. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result1: 166mg/dl date: (B)(6) 2017 time: 12:18pm non-fasting. Result2: 213mg/dl date: (B)(6) 2017 time: 9:01am fasting. Result3: 184mg/dl date: (B)(6) 2017 time: 9:06am fasting. Result4: 110mg/dl date: (B)(6) 2017 time: 1:21pm fasting. Result5: 175mg/dl date: (B)(6) 2017 time: 9:20am fasting. Customer is feeling fine - no symptoms at this time. Customer is concerned with back to back fasting results of 213mg/dl and 184mg/dl. Customer states she obtained a result around 320mg/dl today around 9am but does not see the result in the meter. Customer states that reading (320mg/dl fasting) was too high for her.